Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
(Shave head is no longer staying securely attached to the hand piece)...slips or falls off - oral-b [device breakage]. Shave head is no longer staying securely attached to the hand piece - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b "shave" toothbrush head was no longer staying securely attached to the oral-b pro 2 2500 electric toothbrush hand piece and slipped/fell off. No injury was reported.

Event description:
(Shave head is no longer staying securely attached to the hand piece)...slips or falls off - oral-b [device breakage]. Shave head is no longer staying securely attached to the hand piece - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b "shave" toothbrush head was no longer staying securely attached to the oral-b pro 2 2500 electric toothbrush hand piece and slipped/fell off. No injury was reported. (B)(6) 2023 case update: the suspect product lot was 2cb138530835. No injury was reported. (B)(6) 2023 case update: the concomitant product was oral-b power power oral care refills cross action antibac eb50ab. No injury was reported. (B)(6) 2023 amendment from information initially received on 27-mar-2023: the suspect product lot was 2cb13530835. No injury was reported. (B)(6) 2023 amendment from information initially received on 27-mar-2023: the concomitant product lot was h2219. No injury was reported.

Manufacturer narrative:
(B)(6) 2023 product investigation results: complained product received user handling was identified as root cause for the complaint.